Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had dislodged the day after implant. The patient was brought back into surgery and the rv lead was repositioned and remains in use. However, during the case, when the physician had removed both leads from the implantable cardioverter defibrillator (ICD), the setscrew for the right atrial (ra) lead had come all the way out. The company representative was present at the case and guided the physician on how to return the setscrew accurately into the device. Then following that procedure, the patient was experiencing pocket stimulation when pacing in the right atrium. The ra lead was programmed off and then scheduled for another procedure. At that procedure the physician removed, cleaned, and screwed the ra lead back into the ICD. Testing was performed at max output and pocket stimulation did not occur. However, the physician was not willing to take a risk and replaced both the ra lead and the ICD. No further patient complications have been reported as a result of this event.